Event description:
It was reported that the arm of a vena cava filter, implanted 2 years ago, had allegedly detached and migrated to the heart. The patient had come in with a myocardial infarction and the fracture was reportedly noticed while reviewing films taken. Allegedly, there were no problems during the implant procedure and the patient was asymptomatic. The device was not tilted and no embolus was present. The filter and arm were recovered using a gooseneck snare. No patient injury reported.

Manufacturer narrative:
The device history reports could not be reviewed, as the lot number was not provided. Only the filter device was returned. The detached arm, the delivery system, sheath and dilator were not returned with the sample. Upon visual inspection, it appeared that the arm had detached at the neck of the filter. The result of the investigation was confirmed for detachment of component, and the root cause was unknown. The current IFU states: warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.